Event description:
It was reported that the patient had a blood stream infection and needed an operation. The remote transmission noted potential atrial undersensing with mode switch occurring during the patient's arrhythmia. The right atrial (ra) lead and implantable cardioverter defibrillator (ICD) device remains in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.